Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report. No product will be returned for eval.

Event description:
Pt reported she had a hyperglycemic event. Pt stated that during the night of (B)(6) 2010 she had a problem with her primary infusion device so she decided to switch to her backup infusion device. Pt reported after switching to the backup infusion device, she checked her blood glucose and found the hyperglycemia. Pt stated at 7 am, her blood glucose was 360 mg/dl and she had eaten breakfast as usual. Pt reported that at 8 am, her blood glucose was 487 mg/dl. Pt stated she decided to use the insulin pen to reduce her blood glucose and went to the health professional's office to inquire about other treatment. No further info is available. Replacement was sent.